Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. There is however nothing unusual or excessive of note for the length of time implanted. It is not unreasonable to expect some degree of poly-wear after 10.5 yrs of implantation. Review of the device history records did not reveal any related mfg deviations or anomalies. A complaint database search finds no other reported issues with the provided part and lot code since release for distribution in 1993. The investigation could not verify or identify any evidence of product error with regard to the report. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation had determined that this product code has been inactive/obsolete since may of 2001. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised due to poly wear and osteolysis.